Manufacturer narrative:
Additional information concerning this event will be requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital where the upper sternal incision site of their subcutaneous implantable cardioverter defibrillator (s-ICD) system had opened. The patient had elaborated that site was strongly hit by something which was why it was opened. The upper electrode was not exposed but the patient was tested for a possible infection. At this time the incision site was treated and closed again. Antibiotics were used and the patient will continue to be monitored. The electrode remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the field that an infection was not confirmed. No additional adverse patient effects were reported.